Event description:
The customer reported that prior to use on a patient the iabp generated a "helium calibration failure" and was pulled out of service. No patient injury was reported.

Manufacturer narrative:
The company representative visited the customer facility. The cause of this error was that before doing the original helium calibration the step of emptying the internal cylinder was forgotten. To correct this issue, the company rep. Emptied the internal tank to ensure it zeroed correctly and then performed a helium calibration. Then the device was power-cycled several times to make sure helium calibration was successful. He also detached the iabp rom the cart ot ensure that the internal tank is recognized and is full. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).